Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges additional surgical intervention, general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014. Attorney alleges that the patient had subsequent surgical intervention on (B)(6) 2019. Attorney alleges patient experienced emotional distress due to the hernia mesh device. Attorney alleges that the product was defective. As reported, the patient is making a claim for an adverse patient outcome against the ventralex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."